Event description:
It was reported that the unit "decreased in ventilation rate and then totally stopped working". Patient involvement but no patient injury. The patient is reported as stationary.

Manufacturer narrative:
The reported unit was not made available for evaluation. Attempts were made to obtain the return of the reported unit. No patient injury reported. A review of the device history record (DHR) found no nonconformance that could cause or contribute to the reported issue. The reported device was twelve years old at the time of the reported event. There is no service history on file with the manufacturer for the reported device. A review of the complaint history indicates there is no significant trend. Trending will continue to be monitored. A review of the user manual indicates the performance verification procedure is intended to be performed in hospital by qualified technical personnel, and should be performed at least once per month or more frequently if desired. A warning states, "if the ventilator fails to meet any design specifications, it should be removed from use." And "factory service should be performed at 2 year minimum intervals." Should the product be returned or new information is made available, a follow-up report will be provided.